Event description:
Event description cpi received information that during a routine follow-up appointment, this implantable cardioverter defibrillator was found in the back-up mode. The physician was unable to program the ICD. The physcian performed an invasive procedure to explant the ICD.